Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral revision tray has so many holes the instruments fell out of the bottom of the tray. Tc3 sz 5 box trial screws on x2 were threaded and do not hold in the trial femur. Forty minutes delay in the case as instruments had to be re-sterilized.

Manufacturer narrative:
Qty: 2. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible product lot code required was not provided. A complaint database search against the provided product code did not reveal any trends of breakage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Correction: this is to notify the FDA that this product issue was reported to the FDA in error. Therefore, we are withdrawing our reports pertaining to it.